Manufacturer narrative:
Concomitant medical product: 5076-52 lead implanted: (B)(6) 2010.

Event description:
It was reported that the patient experienced phrenic nerve stimulation that was uncomfortable due to the left ventricular (lv) lead. The device was reprogrammed and the lv lead remains in use. No further patient complications have been reported as a result of this event.